Manufacturer narrative:
Findings: pump unable to download to the carelink software due to a 47 alarms in alarm history screen. A47 alarms due to corrupted history file. Pump received with cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
It is reported that a customer's insulin pump was replaced due to the fact that their pump could not download carelink. The patient's blood glucose level was unknown at the time of the call. No further information was provided.